Manufacturer narrative:
(D10) concomitant device(s): 320-42-00 - equinoxe reverse 42mm humeral liner +0: 5252016. 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: 5364720. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 5402570. 320-01-42 - equinoxe reverse 42mm glenosphere: 5345315. 320-15-07 - sup/post aug plate, l rs glenoid baseplate: 5198863.

Event description:
Approximately 2 month(s) and 30 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced a dislocation. Patient had arm out forward flex then abducted arm and dislocated. The patient underwent a closed reduction, and the outcome of this event is now considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and unlikely related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Explant date is unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.